Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with imipenem injection (discontinued,gm, daily, route, and duration were not reported) and vancomycin injection (discontinued, 1 gm, every 3rd day, route, and duration were not reported) for the peritonitis event. At the time of this report, the patient was discharged from the hospital and still recovering from peritonitis event. It was reported that the patient's pd catheter was removed due to the peritonitis event and the patient was now on hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.